Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. Date of event ; unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: not applicable as lens remained implanted. Phone: (B)(6). Device evaluation: the product testing could not be performed as the product remained implanted. The reported complaint cannot be confirmed. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed only one additional complaint folder has been received for this production order number, and no product deficiency was determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery the surgeon had a problem with an intraocular lens, model pcb00, which the injector tip damaged the optic of the lens. The lens was left in the patients eye. After a follow-up we learnt that patient was fine and very happy about vision. No further information available.